Event description:
Pt with a left ovarian cyst was taken to surgery for laparoscopic left oophorectomy. At the completion of the procedure, the fascia and skin edges were reapproximated with first vicryl for the fascia and 3 plain for the subcutaneous tissue. Because it was noticed that one of the subcutaneous 3 suture needles had a broken tip, missing 1/4 of the needle, an x-ray was taken which showed no evidence of a foreign body. No evidence of a foreign body was found in the anterior abdominal wall in the two incisions. Suture needle tip was not located. Pt tolerated the procedure well and was taken to recovery area in good condition.